Event description:
A vague report was received in which a colleague 3 pump was set to deliver 350ml of blood in one and a half hours. The pump was reported to underdeliver by 80ml. No pt injury or medical intervention was reported. The hospital's on site bio-med department tested the pump for accuracy. The pump meet accuracy specifications. No additional details are available.